Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine it s root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the pink slide insert was no visible and that the cannula was not properly inserted.